Event description:
The pt was in the operating room for a repair of bilateral inguinal hernias. The md was using a monopolar cord when the cord exploded at the point of connection to the plug. Sparks & flame were seen by staff. Unit was turned off. No injury noted to pt or reported by staff.